Event description:
Information was received indicating that a cadd legacy pump was alarming "no disposable". It was reported the end user switched out the cassette and used a backup pump after troubleshooting was unsuccessful and successfully completed the infusion. Per reporter the end user has been having issues for the last several months and several pumps have been replaced. No adverse patient effects were reported.